Event description:
It was reported that the right ventricular (rv) lead had an insulation breach that caused high thresholds and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 8042b implantable pulse generator (ipg), implanted: (B)(6) 2005; product ID 5076 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).